Manufacturer narrative:
Section d4 catalog number: corrected. Section d5: correction. Section h5: correction. Section h6 health effect - impact code: correction. Section h6 medical device problem code: correction. Section h8: correction. Manufacturer's investigation conclusion: the reported event of unexpected alarm issue with the power module could not be reproduced with the returned power module (serial # (B)(6)). The unit booted up as intended and operated without any active alarm during extended operation with test equipment. The reference photo captured the returned power module operated with a green power and battery symbol. A purchase order was requested; however, the customer declined the repair request. The power module was labeled not for human use and was returned to the customer. A root cause of the unexpected alarm issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use is currently available. Under section 3, ¿powering the system¿, outlines how to use the power module. Also, under this section, indicator symbols on the front panel of the power module illuminate to indicate the charge status of the power module backup battery. Table 3.1 describes the indicator symbols. Under section d, ¿yearly safety checklist¿, schedule a power module inspection and cleaning with thoratec-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery.

Event description:
It was reported that the power module was connected to the wall outlet during support and the beep alarm alerted even though the power and backup battery were connected well. Power was disconnected then reconnected for both the backup battery and wall outlet but the same alarm happened.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line (B)(6).